Manufacturer narrative:
The user facility sent the result of microbiological testing. As a result of the testing, no microbe had been detected from the sample collected from the distal end and the instrument, the air/water, the auxiliary water channels of the device. The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water, the auxiliary water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive. The reprocessing method was not provided. There was no report of infection associated with this report.